Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the pump. Customer stated that they pressed the esc and act buttons to try to clear the alarm, but it did not work. Customer was not pressing any button for 3 minutes or longer. Customer uses an (B)(4) alkaline battery. Customer had to discontinue pump use and is following their medical prescription for insulin shots until their replacement arrives. No further details given.